Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: find "obstruction valve test failed" in service test software. Check to check all connector is ok. Try to exchange new "check valve" , after exchange new part this ventiltor can use to be normally. No patient involvement.